Event description:
The quad cane reportedly broke completely at the top most height adjustment hole while in use. The user was walking back to bed from the bathroom during the night. He fell and received cuts and scratches on his arms from falling against a wall. He did not sustain any other injury and he did not require medical attention. He is doing fine and did not experience any adverse sequelae.

Manufacturer narrative:
The sample was received and forwarded to the manufacturing site for evaluation. The investigation is not completed.